Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information received from the user facility regarding patient and procedure information. Procedure details follow: colonoscopy. The procedure was not complete because the physician decided to abort the procedure due to an incomplete prep by the patient. There was no delay, and confirmed no patient injury or harm. Patient demographics received are identified in a2, a3, and a4. The device was inspected prior to use, but the scope suction was not tested. There has been no subsequent report of patient infection. A review of the device history record confirms the subject scope was shipped in accordance to specifications. The instructions for use states to perform inspection of suction function in section 3.8 inspection of the endoscopic system. In addition, the instructions for use identifies warning on suctioning solid matter: - avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction channel cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. Based on the investigation, the phenomenon likely occurred due to inadequate reprocessing performed at the user facility as it was different from the one recommended in the IFU, or the suction channel became clogged by seeds that remained in the patient body during procedure. The subject device was withdrawn from the patient, then was reprocessed. During the brushing steps of reprocessing, it was discovered that debris (seeds) was blocking the suction channel. The user facility performed scope brushing then suction and flushing. A 3rd party endoscope flushing aid system was used for flushing.

Manufacturer narrative:
Olympus worked with the customer to go over the steps for bedside precleaning and brushing steps following the instructions for use (IFU¿s). The device was returned to olympus for evaluation. During the evaluation, a leak from the channel was found. There were some scrapes found on the forceps passage and low angulations on up and down. The control knob was found loose, and the rubber glue was found cracked. The bending section was inspected and found with a broken strand at the active side. The suction flow contained scratches inside the cylinder restricting on the inserting valve. The light guide tube was buckled. An olympus endoscope support specialist was dispatched to the user facility to meet with the director of surgical services and infection control team leader. During the visit to the user facility, it was discovered that seeds were blocking the suction channel after the procedure. It was recommended that the customer cleans and reprocess the device. If additional information is obtained, a supplemental report will be filed.

Event description:
A surgery manager at a user facility reported that during a procedure, it was discovered that suctioning through the scope was not possible. There was no patient injuries or death due to the reported issue. No additional information has been obtained.